Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "for the past several weeks we've had multiple reports of our filters sets leaking."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter sets leaking could not be verified due to the product not being returned for failure investigation. The customer mentioned 20027e as well as 20127e, and while the main complaint is for 20027e, all material and lot information given was investigated. Device history record review for model 20127e lot number 22029612 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "for the past several weeks we've had multiple reports of our filters sets leaking."

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "for the past several weeks we've had multiple reports of our filters sets leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-mar-2023. Investigation summary the customer reported filters are leaking, and returned one used set. The set was found to leak from the air vent, and complaint is verified. The sample was sent to the filter supplier for further investigation, where they also verified the leakage. The supplier conducted functional test on air elimination and pressure hold, which both passed. The findings show that the root cause is unknown, but possibly traced to the end user drugs/solution used in the filter. The customer mentioned 20027e as well as 20127e, and while the sample returned is a 20027e, all material and lot information given was investigated. Device history record review for model 20127e lot number 22029612 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.